Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, four kd-625lrs were used. The tips of these devices fell off and they were retrieved. There was no patient injury reported. This is the first one of four reports regarding the falling off of the tips.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On july 4th, 2018, omsc found that the subject device was kd-625qr not kd-625lr. Also, the tip of the subject device was not broken off. The manufacturing record was reviewed and found no irregularities. Since there was no malfunction with the subject device, omsc is retracting this MDR.